Event description:
The facility's tech reported a fail code 812:02. The failure occurred during biomed testing immediately upon power up. Additional contact info was requested but no additional contact was identified. The tech stated that there have been no reports of any pt incident involving this pump since the last baxter svc. Event.